Event description:
It was reported by the rep that the instrument misfired during a right hemicolectomy procedure. It was reported that the instrument misfired and the staples did not form properly. A new cartridge was added and it again misfired. The device was able to be pried apart with much force and effort. This added surgery time.